Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # 305197. Batch # 3158807. It was reported by customer that the needle piercing out of the plastic cover. Verbatim: rcc received a complaint via email. On (B)(6) 2024 while mixing inside clearoom we found 1of bd needle 16gx1 ref# 305197 lot # 3158807 with the needle piercing out of the plastic cover, cannot be used. We have received product complaint regarding the item# 305197 item description: needle bd hypo 16gx1in sterile lot # 3158807

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported the needle was piercing out of the plastic cover. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed. The plastic shield has been removed from the needle assembly and the plastic shield has an orifice at 1/2" from the top. No other defects or imperfections were observed. This defect could occur if the needle assembly was not seated properly in the fixture when the plastic shield was assembled. A device history record review was completed for provided material number 305197, lot 3158807. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the shielder was performed. The settings were correct, parts were correctly assembled, and the flow of product was good. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material # 305197 batch # 3158807. It was reported by customer that the needle piercing out of the plastic cover. Verbatim: rcc received a complaint via email. Email(s) attached. On 19/04/2024 while mixing inside clearoom we found 1of bd needle 16gx1 ref# 305197 lot # 3158807 with the needle piercing out of the plastic cover, cannot be used. We have received product complaint regarding the item# 305197 item description: needle bd hypo 16gx1in sterile lot # 3158807.